Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included left lower quadrant pain. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced menorrhagia ("prolonged abnormal menstrual cycles/menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a total hysterectomy(on (B)(6) 2004) with removal of the essure devices). Essure (ess205) was removed in (B)(6) 2004. At the time of the report, the genital haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the dyspareunia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, prolonged, abnormal menstrual cycles, and dyspareunia,among other symptoms. Discrepancy noted as per pfs: date of insertion of essure: (B)(6) 2003 (as per previous follow up). There was a total 6 coils visible in right and 12 coils visible in left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-sep-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal). Concomitant and historical condition was added. Lab data was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged abnormal menstrual cycles"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a total hysterectomy with removal of the essure devices). Essure (ess205) was removed in (B)(6) 2004. At the time of the report, the genital haemorrhage, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage and menorrhagia to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, prolonged, abnormal menstrual cycles, and dyspareunia,among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.